Manufacturer narrative:
H3: product analysis: evaluation of the device confirmed the reported allegation that tool could not be retained. The likely cause was identified as due to detached distal bearing. It was also noted that the laser markings were faded. B3: date of notification: 2026-mar-19 (date of event or estimated date of incident not provided to manufacturer). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the attachment could not retain tool. It was reported that there was no patient impact.